Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope was found to have distal end defects with dirt inside tip of the image guide coil. Inspection and testing of the returned device found clogging of channel tube and foreign objects come out of distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to clogging of channel-tube, foreign objects come out of distal end. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section rubber has a chip. Scope cover unit has a scratch. Scope-connector has a scratch. Universal cord has a scratch. Grip has a scratch. Scope cover has a scratch. Switch box has a scratch. Switch button 1 has a scratch. Paint on suction-cylinder is peeled. Plastic distal end cover has a scratch. Suction -cylinder is shaved. Lock engagement knob has a scratch. Right/left knob has a scratch. Control unit has discoloration. Up/down knob has a scratch. Control unit has a scratch. Electrical-connector has discoloration due to water leakage. Connecting tube has a scratch. Questionnaire for foreign matter found following: the product was cleaned , disinfected, and sterilized before it was sent it to olympus. No identification of the foreign material adhered to the endoscope. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). Instrument/suction channel was aspirated with water. There were abnormalities found in the accessories used for preprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the instrument channel could not be identified and the root cause of the issue could not be determined, as there were no device deformities observed that could result in the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance with the IFU. The event can be prevented/detected by following the instructions for use sections below: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. ¿inspection of the endoscope¿ ¿1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities¿. ¿inspection of the instrument channel¿ ¿1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end¿. ¿2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve¿. Olympus will continue to monitor field performance for this device.